Manufacturer narrative:
The central monitor operated according to specifications when tested by a spacelabs field service engineer. No fault was found by the field service engineer. This report is complete, and this issue is considered closed. Spacelab will submit a supplemental report should additional information become available. H3 other text: placeholder.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2021, that the device failed to alarm at central station. No injury was reported as a result of this event.